Event description:
It was reported that the pump was refilled 9 days prior to the report. For the past 1-2 days the patient had an altered mental status and was unresponsive. The patient was given narcan and ¿briefly¿ woke up. The healthcare professional was trying to determine if the new drug reaching the patient corresponded to the timing of the symptoms but it did not. It was determined that the patient would have started receiving the drug 6 days ago and symptoms developed 1-2 days ago. It was noted that the patient was unreliable and had a history of drug abuse. The patient also had access to oxycodone. The healthcare professional did not think the event was drug/therapy/pump related. The pump was used to deliver clonidine, bupivacaine, baclofen and morphine.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient overdosed on oral oxycodone, though the dose was unknown at the time of the incident.